Event description:
Country of complaint: (B)(6). While burring during a cervical spine surgery, the sterile tube burst at the adapter part. A nurse was looking at the tube and the blast wave got into her eyes. There was no patient harm. The surgery nurse got harmed in form of a hole in the retina and a blast trauma.

Manufacturer narrative:
Manufacturer site evaluation: evaluation on-going.